Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed stuck button. The patient's blood glucose at the time of incident was 16.4 mmol/l. Troubleshooting was initiated and the customer stated that they were not holding the keys when the alarm occurred. The device alarmed while the customer was in the shower. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no back button response due to corroded keypad traces. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements or verify stuck button alarm due to no button response. The insulin pump had scratched case, serial number label fading, missing display window cover, cracked select button keypad overlay, keypad overlay texture damage, keypad overlay peeling, pillowing keypad overlay, and minor scratched lcd window.